Event description:
It was reported that stent damage occurred. A 2.50 x 20mm synergy xd was selected for treatment. However, during introduction, the stent strut folded. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.